Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that moisture was visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the pump black box data and alarm history indicated evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. The battery life complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.